Event description:
Customer called to report high bgs. Troubleshooting was performed. The insulin was not exiting. According to the customer the device was not dropped, bumped, or exposed to moisture.